Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided photo showed the product with a part of the product label (lot number is visible). The product was clamped in the mechanical device, with water stains and a small water puddle below the filter. The reported condition was verified. Based on past investigations, the most likely failure is a crack in the housing nearby the welding zone which is design related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the disinfection process of a u9000, an external fluid leak was observed. There was patient involvement, but no adverse event reported. No additional information is available.